Event description:
Adverse event(s): "no known pt injury" (no consequences or impact to pt). Product problem(s): "material like emulsified silicone oil" (foreign material present in device). A surgeon reported, material like emulsified silicone oil was found in the product when it was injected into the pt's eye. No known pt injury.

Manufacturer narrative:
The returned sample was noted to be clear and colorless with a small amount of silicone near the tip of the cap. Medical grade silicone is used to coat this product in order to permit proper functioning of the syringe; low levels of medical grade silicone is in this device. The sample was tested and met specifications. (B)(4).